Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to connect with the patient controller. The patient underwent an unrelated surgical procedure on and the device was not placed in MRI surgery mode. The ipg was able to be connected to and the issue was resolved. Patient was stable.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.